Event description:
Customer reported that the insulin was squirting out of tubing during prime. Customer also stated that the battery cap and the threads are damaged. Battery was only lasting half of day. Damage was caused by trying to open the battery cap with a screwdriver. Customer received multiple low battery and battery out limit alarms. Blood glucose value is 208 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).unable to prime during prime test due to faulty force sensor resistor. Insulin pump received with stripped battery cap coin slot, cracked battery tube threads, cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip. Device received with high idle current due to faulty lcd board.